Event description:
It was reported that testing carried out during a routine check showed that the device has malfunctioned. The pt stated that his hearing sensation has been intermittent during the last two months. An accident or trauma is not known. The external parts were exchanged without improvement.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.